Event description:
It was reported to boston scientific corp that a prolieve thermodilatation system, refurbished, was used during a benign prostatic hyperplasia (bph) procedure. Reportedly, the system operator needs to increase the speed of the pump to maintain water pressure. The operator observed no defects in the catheter. The pt suffered no complications and was reported to be in good condition post-procedure. Note: the event, as reported, did not reflect an MDR-reportable scenario. However, evaluation of the returned device revealed an MDR-reportable malfunction of "physitemp modules replaced for tolerance issue". The MDR is based upon the evaluation results.

Manufacturer narrative:
The complaint was not confirmed, the reported defect was not duplicated under test conditions. During testing, a voltage error was discovered and adjusted from 27.5 to 26.5 volts. Defective peltiers in the heat exchanger were discovered and replaced. In addition, three physitemp modules failed tolerance testing and one of the thermoelectric modules was not heating. The defective components were replaced and the console functioned properly.